Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would have caused or contributed to the reported condition of a pt burn. The investigation found that the unit functions normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that two monopolar devices (one covidien and one non-covidien) were in use with the generator during a laparoscopic cholecystectomy. When the surgeon pressed the footswitch, the intended monopolar device did not activate. After the surgeon pressed the footswitch several times, a burning smell was noted. The surgical staff discovered that there was a mix-up of connection ports for the two monopolar devices. The devices were then plugged into the correct ports and the procedure was completed. Upon completion of the procedure, the surgical drape was removed from the pt and a 3rd degree burn was found on the lower part of the pt's navel. Due to the earlier mix-up of the device connections, the non-covidien monopolar device had been inadvertently activated while it rested on the pt, thus causing the pt burn. The burn required debridement.